Event description:
It was reported patient underwent a revision procedure post implantation due to wear of articular surface in knee. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
(B)(4). Device was not returned. Visual evaluation of the returned photographs of the device shows signs of wear seen on the explanted bearing. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. X-ray review indicates there is marked polyethylene wear of the right knee arthroplasty greatest posteriorly with metal on metal apposition and anterior subluxation of the tibia in relation to the femur. Osteopenia was seen . If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Not returned by hospital.